Manufacturer narrative:
Jack screw separated from 37 pin connector allowing it to regress into bed.

Event description:
It was reported by service report that the nurse call was not functional. No patient involvement or adverse consequences are reported.